Manufacturer narrative:
Batch review performed on 24 january 2018 lot 144237: (B)(4) items manufactured and released on 18 september 2014. Expiration date: 2019-08-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs on 26 january 2018: one year after primary tka the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. No consequence should be expected for the absence of the screw in the future life of the implant. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque but other unknown conditions may also play a role.

Event description:
Inlay locking screw arthroscopic removal due to unscrewing. Torque limiting screwdriver was not used in primary surgery.

Manufacturer narrative:
Visual inspection of the returned screw by r&d product manager: one year after primary tka the insert fixation screw got loose in the joint, it was removed arthroscopically. From visual inspection, the screw doesn't present any anomalies and looks conform to the specifications required. Metrological control confirmed that the screw is in compliance with the dimensional specifications required. The cause for the unscrewing of the insert screw is not known: the only cause that we can suppose, but not possible to be verified, it is insufficient tightening torque, due to improper use of torque limiter screwdriver (limiting torque was not reached).

Manufacturer narrative:
R&d product manager reported the following investigation: one year after primary tka the insert fixation screw got loose in the joint, it was removed arthroscopically. From visual inspection, the screw doesn't present any anomalies and looks conform to the specifications required. Metrological control confirmed that the screw is in compliance with the dimensional specifications required. The cause for the unscrewing of the insert screw is not known: the only cause that we can suppose, but not possible to be verified, it is insufficient tightening torque, due to improper use of torque limiter screwdriver (limiting torque was not reached). As reported in the event description the torque limiter was not used during primary surgery. For this reason the visual inspection has been updated on 05 april 018 by the r&d product manager, reporting the following: one year after primary tka the insert fixation screw got loose in the joint, it was removed arthroscopically. From visual inspection, the screw doesn't present any anomalies and looks conform to the specifications required. Metrological control confirmed that the screw is in compliance with the dimensional specifications required. The cause for the unscrewing of the insert screw is not known: the only cause that we can suppose, but not possible to be verified, it is insufficient tightening torque.